Event description:
An MRI subcutaneous port was inserted for chemotherapy administration on 10/10/94. The port was used once and when flushed swelling was noted. The catheter tip measuring 15 cm was noted to have broken off at the clavicle/first rib junction and embolized to the right atrium. It was successfully retrieved on 11/10/94. Sample.